Manufacturer narrative:
The device was returned, and the evaluation found the nozzle was clogged with foreign material and the jet tube was clogged with a whitish foreign material. Additionally, a leak was found at the channel tube and due to damage on the channel tube, water tightness was lost. Due to clogging of the jet tube in the control unit, the water cannot be supplied. The connecting tube had a buckling, and the plastic distal end cover had a chip. Due to the nozzle clogging, the amount of water contact did not meet the standard value and the label on scope connector was damaged. It is most likely that the reported malfunction was a result of insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited that the nozzle was clogged with foreign material and the jet tube was clogged with a whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field e2, e3, d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. It was likely caused by insufficient cleaning. However, it is probable that reprocessing was not conducted properly due to leakage from the biopsy channel. A definitive root cause could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.   Olympus will continue to monitor field performance for this device.